Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the metal supports, but the cord loop was intact and was still attached to the actuator. One of the cuffs of the tissue bag was torn and stress marks were observed around the tear. The event unit was disassembled and no non-conformances were observed. Based on the evaluation of the returned unit, the tear in the cuff of the tissue bag caused the tissue bag to fall off of the supports. However, the exact root cause of the tear could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is the combined initial and follow-up report.

Event description:
Name of procedure being performed: unknown. Detailed description of event: "the thread was broken before taking out the specimen". Further information will be gathered when we will meet with the surgeon. Patient status: no patient injury. Type of intervention: no information.